Event description:
Pt reported that when they attempted to prime the device with a new cartridge, the piston rod did not stop and it pushed out the entire cartridge of insulin. Pt stated that they have had this occur before. Pt switched to back-up device. No treatment was received as a result of this incident.